Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description black piece in drip chamber detailed inquiry description we had another tubing yesterday that had some black stuff in the inside of the drip chamber. I unfortunately do not have the lot/expiration date. The tubing was the infusomat space pump IV set (ref 490100). Particulate matter in lor syringe no patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One unused sample without packaging was returned for evaluation. The sample was visually evaluated, and an unknown foreign matter was observed embedded in the chamber base. The reported defect was confirmed. The supplier has implemented improvement actions in the injection molding process. Usage of the dedicated nozzles to not stress plastic during the plasticization phase and consequently reduce the risk of plastic degradation. In addition, the supplier implemented planned cleanings of the plasticization group of the molding machine to remove plastic residuals on the screw, on the barrel, and in the nozzle. Usage of dedicated screw profiles to not stress the plastic during the plasticization phase and consequently reduce the risk of plastic degradation. We will maintain this report for further references and continue to monitor other reports for similar occurrences.